Manufacturer narrative:
The insulin pump received stuck in critical pump error and unable to download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify blank display anomaly due to critical pump error. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, moisture damage on motor assembly and slight corrosion on force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was flashing white and or had blank screen. The customer's blood glucose level at the time of incident was 169mg/dl. The mother sates they had received replacement cap but the issues persist. The customer was advised the pump would be replaced and returned for analysis.